Manufacturer narrative:
The customer reported difficulty acquiring v2 and 12-lead ECG. The customer evaluated the device, and isolated the issue to the ECG leads trunk cable. Philips supplies sent the customer a replacement ECG leads trunk cable to resolve the issue.

Event description:
The customer reported difficulty acquiring v2 and 12-lead ECG.